Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter fell out of the patient's body with a deflated balloon.

Manufacturer narrative:
Received a 3 way temp sensing catheter, drainage funnel and sample port. The reported event was confirmed as cause unknown. The sample was visually evaluated and found leakage at rubberize layer, evidence that would support the reported event. Origin of the tear could not be determined. Exact cause of sample condition could not be determined and could not be assigned a manufacturing related process. Per the functional evaluation, the sample was inflated with 10cc of water and it was noted to have water leaking from the catheter. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "contraindications method for use: do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" (B)(4).

Event description:
It was reported that the catheter fell out of the patient's body with a deflated balloon.